Event description:
On 17-aug-2025, the user's mother reported difficulty locking the connector into place, as it would not turn fully. A second connector also failed, but after trying an additional connector, it locked successfully, and the supply change was completed. The user¿s mother requested additional connectors to replace those that did not work. The user's blood glucose was not affected. No symptoms or medical intervention were reported at the time of the call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.